Manufacturer narrative:
Concomitant medical devices: product ID: 37761, serial# (B)(4), product type: recharger .

Event description:
The consumer reported that the recharger would not charge past 25%. The recharge was replaced. The recharger appeared to be charging, but the battery never filled. No out of box failure was reported. The patient reported symptoms of pain. The implantable neurostimulator (ins) was off. Indications for use include spinal pain and failed back surgery syndrome.

Manufacturer narrative:
Analysis of the returned desktop charger (serial # (B)(4)) found that the cable assembly had broken/loose connector pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: further review determined that conclusion code no longer applies to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.